Manufacturer narrative:
The manufacturer issued a recall notification to the identified customers who received the affected products. Additionally, the manufacturer notified the FDA of the voluntary recall and gained concurrence of the customer letter prior to its distribution. On 09/25/2017, the voluntary recall was initiated. No medical records or no medical images have been made available to the manufacturer. The return of the device is pending. As the lot number for the device was provided, a review of the device history records is currently being performed. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during an ultrasound-guided breast biopsy in normal density tissue, the device allegedly was unable to fire. It was further reported that the procedure was completed with another device and no coaxial was used. There was no reported patient injury.

Manufacturer narrative:
The manufacturer issued a recall notification to the identified customers who received the affected products. Additionally, the manufacturer notified the FDA of the voluntary recall and gained concurrence of the customer letter prior to its distribution. On 09/25/2017, the voluntary recall was initiated. Investigation summary: one maxcore biopsy needle was returned for evaluation. The investigation is inconclusive for the reported failure to fire, as a full functional evaluation could not be performed due to the received sample condition (i.e. Bent needle). The definitive root cause could not be determined based upon available information. It is unknown whether patient and/or procedural issues contributed to the event.

Event description:
It was reported that during an ultrasound-guided breast biopsy in normal density tissue, the device allegedly was unable to fire. It was further reported that the procedure was completed with another device and no coaxial was used. There was no reported patient injury.